Event description:
It was reported that the right ventricular lead exhibited noise, which corresponded to the time the patient underwent dialysis. It was also noted that the lead had a history of noise and the device was previously reprogrammed. The patient was asymptomatic and would be monitored.